Event description:
On (B)(6), 2010, it was reported to boston scientific corporation that a prolieve thermodilatation system kit was used during a procedure to treat benign prostatic hyperplasia (bph) on (B)(6), 2010. According to the complainant, during preparation outside of the patient, the prolieve catheter anchoring balloon failed to deflate. The procedure was completed with another prolieve thermodilatation system kit. There were no complications and the patient's condition was reported as fine.

Event description:
On (B)(6), 2010, it was reported to boston scientific corporation that a prolieve thermodilataion system kit was used during a procedure to treat benign prostatic hyperplasia (bph) on (B)(6), 2010. According to the complainant, during preparation outside of the patient, the prolieve catheter anchoring balloon failed to deflate. The procedure was completed with another prolieve thermodilatation system kit. There were no complications and the patient's condition was reported as fine.

Manufacturer narrative:
Visual examination of the returned prolieve catheter revealed a vertical split along the length of the anchoring balloon. During further analysis, no water was observed leaking from the split in the anchoring balloon. Functional analysis revealed that the compression balloon was inflated and filled bottom to top. However, the pressure was not maintained due to water leaking from a pin hole in the side of the compression balloon. Due to excessive damage to the anchoring balloon, the reported failure of the anchoring balloon failing to deflate could not be confirmed.